Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed that during an extended svt with rapid ventricular response, the svt discriminators were inappropriately categorizing the rhythm as a vt. No therapy was delivered. Programming changes were recommended. Patient condition was stable and monitoring will continue.